Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported a pre-loaded intraocular lens (iol) that was removed due to a broken capsule. The surgery was completed with a new lens placed in the sulcus. Additional information was requested.

Manufacturer narrative:
Additional information provided in age/date of birth, relevant tests/lab data, other relevant history, concomitant medical products., and evaluation codes. (B)(4).

Manufacturer narrative:
The device and the lens were returned in pouch. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the device. No damage observed. The lens was in two pieces, typical of an implant and removal. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. It is unknown of it was used with the initial device or the replacement products. The root cause for the reported broken capsule/lens removal could not be determined. A malfunction has not been indicated against the device or the lens. (B)(4).